Manufacturer narrative:
Result: damaged head left siderail and damaged / cracked siderail panels.

Event description:
It was reported by service report that the head left siderail was damaged. It is unknown if there was patient involvement. However, no adverse consequences were reported.